Event description:
Customer reported that a patient was returned to surgery for a suspected "dehiscence" at an unspecified time following ventral hernia repair. The surgeon noted at reoperation that the device tore away from the tacking sutures. The mesh was resewn into place.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.